Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation for the xtw clip, one of the grippers did not lower completely. Therefore, the clip was not used and was replaced. One clip was then implanted, reducing mr to a grade of <1. Upon removal of the steerable guide catheter (sgc), a right-to-left shunt occurred. No changes to the patient's vitals. No additional treatment or intervention performed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation (atrial) appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the preparation for the xtw clip, one of the grippers did not lower completely. Therefore, the clip was not used and was replaced. One clip was then implanted, reducing mr to a grade of <1. Upon removal of the steerable guide catheter (sgc), a right-to-left shunt occurred. No changes to the patient's vitals. No additional treatment or intervention performed. There was no clinically significant delay in the procedure.